Manufacturer narrative:
The stretcher was evaluated and it was determined the safety bail on the stretcher was not installed. The stretcher was repaired and returned to service.

Event description:
It was reported while unloading the empty stretcher from the ambulance, it did not engage with the hook and lowered to the ground. No injuries were reported as a result.

Event description:
It was reported while unloading the empty stretcher from the ambulance, it did not engage with the hook and lowered to the ground. No injuries were reported as a result.